Event description:
The customer alleged they received questionable ion selective electrode sodium and potassium results for one patient on their c501 analyzer. The customer provided data for one discrepant sodium result. A specific date for this event was not provided. The patient's initial sodium result was 117 mmol/l and it was reported to the patient's general practitioner. The doctor sent the patient to the hospital based on the initial results. In the emergency room, the patient had another blood sample taken and the sodium result was 142 mmol/l. Based on the new blood sample result, the patient was sent home. The original sample was repeated and the result was 142 mmol/l. The patient was not harmed by this event. The sodium electrode lot number and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service representative found a leak in one of the sipper tubes. He replaced the tube and the issue has not re-occurred.